Event description:
The customer via phone reported experiencing a low blood glucose event, with a value of about 30 mg/dl, and not being awakened by the insulin pump, which did alarm. The customer reported not waking up due to being tired and low, that the insulin pump suspended insulin delivery, and treating with honey to elevate the blood glucose. The company representative recommended speaking with the customer's physician, and the customer declined transfer to the helpline.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.